Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed and no weak signal alarm could be verified due to the unresponsive buttons. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer called and reported the buttons on the insulin pump were not responding. Customer's blood glucose was 130 mg/dl. No significant events leading to the issues were recalled. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.